Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "leaking".

Event description:
Patient reported "leaking and boob smaller than the other one". Patient also reported "not feeling good, headache, and dizziness" which are not device related. This record is for the left side. The device remains implanted.